Manufacturer narrative:
The device was returned to the MFR for eval. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that grease was seen on the bottom of the chuck during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.